Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited high capture thresholds and ra capture could not be confirmed. Further ra lead evaluation was recommended. This pacemaker system remains in service. No adverse patient effects were reported.